Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. Calibration was last performed on 25-may-2025 with no issues. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found that the cell wash was not dispensing. The fse replaced the solenoid valve for the cell wash dispenser and checked all probes, pressures, and rinses. The system passed a hardware check by test performance, precision test, calibration, and qc. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of questionable results for an unspecified number of patient samples tested for sodium electrode (na) and chloride electrode (cl) on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 104 mmol/l. The repeat result was 137 mmol/l. The initial cl result was 140 mmol/l. The repeat result was 103 mmol/l. Repeat testing was performed on a different c501 module. The repeat results were believed to be correct. Corrected reports were issued.